Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements. An automatic lead safety switch (lss) occurred. There was noise noted on the channel, all after the lss reprogrammed to unipolar sensing. Technical services (ts) recommended thorough lead connection evaluation and other programming options. This device remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).